Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with diabetic ketoacidosis and a high blood glucose of 450 mg/dl. The customer experienced symptoms of nausea and vomiting. The customer was treated for three days and released. The drive support cap appeared normal and recessed. The current blood glucose reading was 353 mg/dl. The customer declined further troubleshooting and stated that she would change the set.